Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H6: component codes: mechanical (g04) - impactor. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the while the surgeon was using the instrument it fractured. Several attempts have been made and no additional information has been received.

Manufacturer narrative:
(B)(4). Report source: foreign south africa. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.